Event description:
Medtronic (covidien) received information regarding one of its products. During the procedure, it was reported the echelon-10 was introduced into the artery tumor through a 6f guiding catheter. An axium coil (qc-4-10-helix) was hydrated and advanced into the echelon. As the coil was advanced approximately 30% inside of the microcatheter, the physician experienced resistance. After several unsuccessful attempts to advance the coil, the physician withdrew the coil and discovered that the implant coil had prematurely detached and remained in the microcatheter. The echelon microcatheter was immediately removed from the patient. A large injection syringe was used to remove the coil from the microcatheter and it was found to be stretched. The physician tried to use the microcatheter again with a guidewire, but resistance was experienced at 30% inside the microcatheter. The patient was reported to be in good condition. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The axium pushwire was returned for evaluation outside of the introducer sheath and with the implant coil already detached. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The implant coil was found to be stretched with a broken polypropylene filament. The cause for the damages could not be determined, it is possible that the implant coil became stretched and detached subsequent to the movement of the coil against the reported resistance. In addition, it is possible that the reported resistance may have contributed to the stretching of the coil shield. All parts of the pushwire which could affect the detachment were found to be within specifications. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium coil instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." (B)(4).

Manufacturer narrative:
The axium coil was not returned for analysis. Requests were made for the return of the device, but no correspondence has been received regarding the device. Therefore, no definitive conclusion can be drawn regarding the clinical observation. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. Per the axium coil instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil. (B)(4).